Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was under 300 mg/dl. Previous altitude alarm was resolved by loading same cartridge back onto pump and resuming insulin deliver. Instruction was given to load a new cartridge to resolve current altitude alarm. Multiple follow up attempts were made in order to obtain conclusion information however no further information regarding the event was obtained.